Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a CABG procedure, while harvesting the vein the device tore the vessel instead of clipping it. A new one was used to complete the procedure. There was no patient impact.